Event description:
It was reported to philips that the allura system was intermittently losing images. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and cleaned the frontal and lateral image storage which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a neurovascular treatment which was completed as planned. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was intermittently losing images. Review of the fusion log by rse showed instances where the system was trying to export snapshots and there were no images selected. Upon troubleshooting rse deleted some exams but issue persisted. To resolve the issue, fse went onsite and cleaned frontal and lateral image store. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.